Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion issue due to a kinked cannula on (B)(6) 2026. The patient noticed symptoms within three hours of insertion at the waist site. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.